Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a tlif surgical procedure. It was reported that during screw insertion the tip of the driver broke off in the screw head. The broken tip was retrieved. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4 mm of the instrument¿s tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed. The above observations are consistent torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.